Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. B5. Describe event or problem updated.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion had severe stenosis, and was severely tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion had severe stenosis, and was severely tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed a different device. There were no patient complications reported and the patient's status was stable.